Event description:
Dealer states the cable from the 2 way toggle was cut or probably chewed by a dog or other pet. He said there were no injuries, but if you touch the wires together the seat goes up and down all by itself.